Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
The customer's mother reported the customer's blood glucose meter would not turn on when the button was pressed, and when a test strip was inserted into the port. It was additionally reported the customer experienced symptoms of sweatiness, and did not feel well in general. The customer was reportedly seen by a doctor and diagnosed with severe hypoglycemia. The reported treatment rendered was an unknown intravenous medication. There was no report of death or permanent impairment associated with this event.